Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. For the cystocele vaginal vault prolapse a boston scientific advantage was implanted on (B)(6) 2005.

Manufacturer narrative:
(B)(4).